Event description:
A baxter sales representative reported corporate product surveillance, on behalf of customer, a clearlink secondary medication set in which simultaneous flow of an unknown medication was observed during infusion. There are no reports of patient injury, adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A labeling review was performed and the instructions are printed on each individual packaging are available to the user and are accurate and sufficient. If additional information or samples become available, a follow-up report will be submitted.